Manufacturer narrative:
Two qc calibrators (cal z and cal h) were run on retains from lot #w44988 to observe tni recovery; elevated values. The results were as follows: no error codes or standard outliers were observed. No high bias in recovery was observed. No elevated values were observed with cal z of cal h. Observations for tni recovery, false positives, and elevated values when reviewing pouch release data: all the data points for each calibrator and % recoveries were with in manufacturing final release specs. No high bias in recovery was observed. On 06/10/2009, product support received one patient sample. The sample was shipped with 2 ice packs but upon receipt, they were thawed but cold. The sample was in a light purple top tube and ps attempted to spin down to collect plasma, but the returned sample only contained rbc's, plasma was previously separated. This sample was collected on 06/07/2009. There is no sample for ps to conduct testing. No corrective action required at this time as no product deficiency was established.

Event description:
Customer reported that patient had a false positive troponin I (tni) result on sample tested using triage profiler sob 25 test kit. Ran patient sample and got tni 0.25 that was repeated and gave <0.05. The patient was initially tested on triage. A sample from the same draw was sent to the lab and run on the beckman lxi. The result was <0.01 and considered negative. At 1.5 half hours later, the original edta sample was retested on triage due to the discrepancy; the result was negative. The complaint indicated that patient treatment was stopped, but no information about the type of treatment or why it was stopped was provided.